Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 95% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 1.5 x 12 mm nc balloon catheter. A 3.0 x 38 mm xience prime ll was implanted causing a dissection. A 2.75 x 18 mm xience prime was successfully implanted to seal the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.